Event description:
It was reported that the patient's spacers were explanted due to increased pain since implantation. The explanted spacers were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9812; lot # 800214; description: superion ids 12mm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9812; lot # 800214; description: superion ids 12mm.

Event description:
It was reported that the patient's spacers were explanted due to increased pain since implantation. The explanted spacers were disposed of by the medical facility.